Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge was filled with 400 units of insulin. The cartridge was reloaded resolving the alarm. There was no reported adverse impact to the customer's blood glucose level.